Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the pulse generator, elective replacement indicator (eri) was reached in (B)(6) 2017. At a previous interrogation in (B)(6) 2017, the battery longevity estimate was 4.75-7 years until eri. The battery voltage in 2018 was 2.53v, it is suspected that the device had recovered battery voltage, but the impedance was less than 1kohm. The patient presented in clinic for device replacement procedure. Upon interrogation of the device, a few tests were performed and then the device went into backup operation. The device was explanted and replaced successfully. The patient was well post procedure.